Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor within 10 minutes. Results of 450 mg/dl and 114 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.